Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after two post implant balloon aortic valvuloplasties (bav), moderate central regurgitation was reported with hypotension. It was reported that the movement of the valve leaflets and subsequent regurgitation could have been effected by non-medtronic wire or the multiple bavs. Subsequently, a second valve was implanted and resolved the central regurgitation. No adverse patient effects were reported.